Event description:
A 75-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2018. Novocure was informed on july 12, 2024, that the patient experienced skin irritation on the scalp. In the images provided, multiple escharred lesions with slough cover and yellow exudate with mild to moderate erythema were visible throughout the scalp. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, the prescribing physician reported the patient was not hospitalized for the event. The patient's treatment consisted of oral antibiotic (cephalexin) and topical ointments (mupirocin and tacrolimus). The physician noted that the spouse indicated the event was related to the hot weather and seven years of optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin infection cannot be ruled out. Contributing factors for skin infection in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is march 17, 2019.